Manufacturer narrative:
(B)(4). This initial/follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Concomitant medical products: unknown head, pn unknown, ln unknown. Unknown, liner, pn unknown, ln unknown. Unknown cup, pn unknown, ln unknown. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-01875 0001822565-2019-01873 0001822565-2019-01874 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total hip arthroplasty on unknown date. Additionally a patient underwent a revision procedure due to unknown reason. Additional information on the reported event is unavailable at this time. No further information is available.